Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The cartridge and infusion set were changed and the occlusions were resolved. However, the blood glucose was still elevated (218 mg/dl) and a bolus was delivered. A pump system check was performed and no device issues were identified. Reportedly, apidra was used in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information. Reportedly, a new infusion set was attached to the pump and insulin delivery was resumed.